Event description:
A pt (demographics unk) underwent coronary angiography, which revealed a 90%, moderately calcified lesion in the distal circumflex artery (lcx). It is unk if the lesion was de novo. The vessel was described as slightly tortuous. A 2.5 x 23mm cypher stent delivery system ad was inspected. No anomalies were noted. The device was prepped per IFU without difficulty. After positioning 2.5 x 23mm cypher stent for implant, pressure was applied in order to deploy the stent; however, the pressure did not increase and the balloon did not inflated. The physician felt that the balloon had ruptured so he withdrew the cypher delivery system from the pt. A different cypher stent was used to successfully complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This cypher is not distributed in the us; however, it is similar to us distributed cypher product.